Event description:
Pt received a full thickness burn about the size of a quarter on her calf at the site of the grounding pad. No surgical repair was necessary. Device was a co electrosurgical unit using another co's pads.